Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the colonovideoscope lens that always looked dirty. The issue occurred during a diagnostic colonoscopy, which was completed using a same device. There were no reports of patient harm.